Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose was over unknown. The customer's current blood glucose was 127mgldl. The customer did not experience any symptoms .the customer was treated in hospital. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Customer stated that they had trouble with battery power loss as well as pump error the insulin pump will be returned for analysis.